Event description:
Pt sent to radiology to check for port patency. Radiologist performed and found the port catheter to be fractured. Port was removed without incident and a new one placed. No injury to pt.